Event description:
It was reported that the harmonic curved shears (hcs) insert accessory installed on the hcs instrument was used as replacement to complete a da vinci s hysterectomy procedure. After some time of use, the insert accessory broke and a piece of the insert accessory fell into the patient. The broken piece was not retrieved. The planned procedure was completed and no patient harm, adverse outcome or injury was reported. The following medwatch report was sent to the FDA regarding the first event: 2955842-2010-00295.

Manufacturer narrative:
The insert accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(6) 2010, rn, (B)(6) reported that during the procedure, the surgical staff observed that the surgeon grasped another endowrist instrument also being used during the procedure with the insert accessory, thus causing the insert accessory to break. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Manufacturer narrative:
(B)(4).